Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It is reported disconnection. Event description: a chemotherapy leak was reported from a fresenius fluid bag with bd secondary tubing and phaseal cstd. The chemo was leaking from the spike in the bag as well as the cstd had malfunctioned and disconnected from the end of the tubing. Medication had leaked into the haz bag (all chemo's are double bagged with hazardous chemo bags). Nursing caught this before exposure could happen.